Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft stretching was confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty to advance could not be determined. The reported shaft stretching appears to be related to operational context. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use the 3.75x38mm esprit btk system had difficulty advancing over the 0.014 command es guide wire and through the guide wire exit port, resulting in the shaft stretching. The shaft was then cut with a blade in order to remove the esprit from the guide wire. The procedure was completed using the same guide wire and a new device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.